Event description:
While doing a laparoscopic banding, the surgeons had a problem with the lsi running device. The first device (lot #10911-1) would not disengage the needle. This was tested prior to using on the patient. A second device was obtained (lot #11153-1). After using the first suture, the device would not allow the suture to release from the device, resulting in a third running device to be opened for the same procedure. No patient injury.